Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported deployment issue and subsequent treatment including surgery appear to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a superficial femoral artery with 100% stenosis and mild calcification. The vessel was pre-dilated with a 7mm balloon delivery catheter. An 11cm 6f non-abbott sheath was used. An attempt was made to deploy a supera peripheral stent, however, the proximal end of the stent deployed in the introducer sheath while the distal end deployed in the lesion. Efforts to dislodge the stent from the introducer sheath failed and a surgical cut down was performed to gain access. Additional local anesthetic was administered and the patient was sedated. The supera stent was cut approximately 2 cm from the proximal end, which was still in the sheath, and the remaining portion of the supera stent was left in the lesion. The vessel and the cut down were surgically closed. There was no adverse patient sequela. No additional information was provided.